Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening extended on posterior, white particles in the shell and underweight. A visual and microscopic analysis was performed, which identified, sharp opening on posterior. A dimension measurement in the shell was performed, which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Physician reported, a right side rupture. Diagnosed by ultrasound. The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.